Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage to most of the stent. Distal and central stent struts were distorted and stretched distally such that the distal end of the stent was distal to the device tip. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to event. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a mid-shaft kink 3.5cm distal of hypo/midshaft bond. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, when the metal wire and protective sheath were removed, disfigurement and shredding of stent struts were noted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, when the metal wire and protective sheath were removed, disfigurement and shredding of stent struts were noted. No patient complications were reported and the patient's status was stable.